Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: device evaluation: the pump has been returned and evaluated by product analysis on 06/26/2017 with the following findings: a review of the pump¿s black box showed an unexplained pump reboot. A visual inspection of the pump revealed battery compartment cracks in the thread area and the threads were damaged. The returned battery cap threads were also damaged. The battery cap contact height and width measurements were found to be within specifications. No evidence of moisture contamination was observed inside the battery compartment. The pump powered on intermittently with the returned battery cap. A test battery cap was used for all testing. The pump was exercised for 24 hours with no further reboots or power loss occurring. The pump cover was removed and no evidence of moisture or loose components were found inside pump. Unrelated to the complaint, the display was found to be dim and discolored and a crack was observed in the pump case where the keypad meets the battery compartment. (B)(4)